Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Medical records noted that the patient had lumbar fusion in 2003 or 2004 consistent with stress riser effect. The patient had gone on to develop related transitional level changes of the sacroiliac joint below the fusion and was severely distressed. The patient was diagnosed with intractable pain of the left sacroiliac joint. The patient underwent left sacroiliac arthrodesis using rhbmp-2/acs and a titanium implant device. Per the op notes, 45ml of crushed cancellous allograft was moistened with 7.5 ml of saline and then mixed in with rhbmp-2/acs. This was further mixed with a gram of avitene and this was delivered to the wound in 3 and 5 ml syringes. This was packed into the recess distally. A 15mm implant was placed with superior clinical feel and the allograft rhbmp-2/acs was placed within the device and dorsal to the device. No intra-operative patient complications were noted.